Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that all of the keypad buttons were under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/21/2015 with the following findings: the keypad was found to be intact; no peeling or damage was observed. The complaint of under-responsive keypad buttons was not duplicated during testing. All of the keypad buttons responded appropriately. The keypad cover was removed and no evidence of contamination was found on the button contacts. The pump was opened and no evidence of moisture or corrosion was observed.